Event description:
A customer contacted beckman coulter inc. (Bci) reporting that after the cytomics fc 500 flow cytometry system displayed laser start and laser current error messages they heard a pop and noticed a burning smell and the laser would not turn on. The instrument was not operational at this point, therefore, no results were generated. The incident happened at startup in the morning. The customer did not report flames, arching or shock. A fire extinguisher was not used nor was the fire department called.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the argon laser and power supply. The defective parts that were returned were visually inspected and there was no evidence of smoke or flame. The parts will be sent to the manufacturing site for evaluation using the proper test equipment.